Manufacturer narrative:
E1: initial reported facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the access line pressure pod of a prismaflex m150 set was damaged and leaked during continuous renal replacement therapy. The volume of blood loss was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the access pre pump pod was damaged. The lines of the set including spikes are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.